Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels. Reportedly, the continuous glucose monitor read ¿high¿, however, an exact bg value was not provided. The cause for high bg levels was unknown. Reportedly, bg level began to rise after the pump supplies were in use for 1-2 days. There were no issues identified with the pump supplies. The cartridge and infusion sets were changed and a correction bolus was delivered to address bg levels. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.